Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 1 mg for a total dose of 0.10001 mg/day via an implantable pump. It was reported the patient had fallen numerous times so the decision was made to do a pump check for the patient. It was noted there was no flow of cerebrospinal fluid (csf). The doctor made a decision to fix their intrathecal catheter, but when they opened the pump pocket, surgical observation on (B)(6) 2020 revealed they found the intrathecal pump freely spinning in the pump pocket and the catheter kinked and spun in tortuous manner. When the doctor dissected more distally there was no csf flow. The decision was made to replace the catheter. Surgical intervention occurred on (B)(6) 2020 where the pump was re-sutured in the pocket and the catheter was explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The device diagnosis was pump inversion and catheter kink. No further complications were reported/anticipated.